Event description:
It was reported that the patient presented in emergency room with a noise oversensing problem that resulted in non-sustained right ventricular (rv) oversensing on their rv lead. Intermittent loss of capture was also noted. The lead was explanted on (B)(6) 2021. There were no patient consequences and the patient was stable before the procedure.

Manufacturer narrative:
The reported events of sensing noise and intermittent loss of capture were confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Electrical testing found an internal short between the ring electrode and inner coil conductor path. Internal insulation abrasion was noted was noted cut/damage and cables were partially pulled out at 26.5 cm, 37.2 cm, 39.8 cm, and 11.3 cm from the distal tip consistent with procedural damage. The etfe coating was abraded at these locations. This is consistent with of sensing noise and intermittent loss of capture.